Event description:
The reporter called and alleged a discrepant result when compared to the lab on three patients. The reported device result was 1.9, 4.8 and 3.6 inr. The corresponding lab result reported was 4.9, 2.3 and 1.9 inr. No patients were treated. The device was replaced and requested to be returned for evaluation.